Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter with an unknown 0.014 inch guidewire stuck in the device. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. The device was x-ray and no abnormalities were found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed that the guidewire is stuck in the device but could not determine what was causing it to be stuck in the device.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. While performing rex, however, the non-boston scientific wire became entrapped in the jetstream xc atherectomy catheter. The catheter was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. While performing rex, however, the non-boston scientific wire became entrapped in the jetstream xc atherectomy catheter. The catheter was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.